Event description:
The customer reported a flogard infusion pump that malfunctioned. Upon further investigation, the reported condition was confirmed as failure code 49. It is unknown in which care area or the process step at which this event occurred. There was no patient involvement, injury or medical intervention related to the reported event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The customer reported problem of "a malfunction" was confirmed during device evaluation by a baxter service technician as failure code 49. The cause of the problem was a damaged battery. The battery was replaced to resolve the issue. Should additional relevant information become available, a follow-up MDR will be submitted.